Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had suspended insulin delivery. Customer sated that the blood glucose was 93 mg/dl and sugar glucose was 245 mg/dl. Customer stated that the difference between blood glucose and sugar glucose was more than 30 percentage. Customer also stated that the insulin pump rattled when shaken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.